Event description:
Information was received indicating that the cadd legacy 1 pump alarmed ?high pressure". The patient restarted the pump, but the issue still persisted. The patient resumed therapy using a back up pump. There were no adverse events reported.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to replicated the issue on testing. The downstream occlusion sensor will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.